Event description:
It was reported that customer experienced continuous glucose monitor error during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance to perform complete pump reset, completed reset with assistance, confirmed error did not reappear, and successfully started new sensor session.